Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the oes cystonephrofiberscope, a dirty control unit, a sticky eye piece, grip, and up/down angulation lever plate were found. There was no patient involvement.